Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2017-00813. This report is being submitted as additional information. Additional information to MFR report #2916596-2017-00813. Age of device: 3 years, 4 months, 20 days. Manufacturer's investigation conclusion: the explanted pump was returned for evaluation. The report of low speed, low flow and pump stoppage alarms was confirmed based on the submitted system controller log file. The log file data reviewed indicated that these events occurred while the lvad system was supported by the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, a specific cause for the low speed events cannot be conclusively determined as only a 1¿ portion of the patient¿s driveline was returned for evaluation. No vad related issues were reported or found in the evaluation of vad-15124. The pump was returned assembled with driveline severed approximately 1¿ from the pump housing and the severed portion of lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned unattached from the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Continuity and hipot testing were performed on the 1¿ portion of driveline which did not identify any anomalies to the underlying wires. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced low speed, low flow and pump stoppage alarms. A log file reviewed by the technical service representative confirmed the low speed/pump stoppage events reported. The events occurred while the patient connected to the power module patient cable. On 03/29/2017, the manufacturer¿s technical service representative was onsite for a potential percutaneous lead (driveline) repair. The external portion of the driveline did not show any obvious areas of concern. The x-ray images were viewed onsite and showed a suspicious area internal where the shield was thinning. The patient is listed for transplant so a percutaneous lead (driveline) repair was not performed. The patient will be supported indefinitely with an unshielded cable and battery power. Additional information: on 29nov2017, the patient received a heart transplant. The pump was returned for evaluation.